Event description:
It was reported that the patient presented with the implantable cardioverter defibrillator exhibited incorrect interpretation of signal. Programming changes were made. Patient condition was stable.